Event description:
The dexcom g6 sensors are wildly inaccurate for 2-3 days every single time I use a new one. They also stop working about 24 hours before they should. Dexcom's ads repeatedly say "no finger sticks" which is simply a lie; if I relied on these wildly inaccurate readings, I'd be dead. They do work well for approx 7 days once I get them calibrated, which usually takes about 30 finger sticks over a few days. I am including a photo of the details of the most recent sensor details, but this has happened with every single one I have used for the past 2+ years. FDA safety report ID# (B)(4).